Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon evaluation, the u713 and u702 components on the distribution node (dn) pca were contaminated and shorted. The cause for the failure to communicate is the shorted components on the dn pca. The cause for the shorted components is the contamination. The root cause of the contamination is ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.